Manufacturer narrative:
The complaint product was not returned therefore the product analysis could not be performed. Analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors likely contributed to the even. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to lead would not flush or pass through guidewire. Additional information indicated that this was a case of very difficult coronary sinus (cs) cannulation procedure followed by some torturous cs anatomy. Eventually, found a good target vessel for our lv lead, but unable to sufficiently flush the previously inserted lead to clear any heme or other organic debris. A new fully flushable lead was then used. This lead was never in service. No adverse patient effects were reported.